Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. H3: see b5.

Event description:
The customer reported there is no volume for alarms. The customer reported the issue was resolved; however, no details were provided. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
The customer fixed/ repaired issue on their own and functioning as designed, but additional details could not be provided. It is not known what specific alarm failed or if the device displayed an inop at the time of the event. No device event logs or configuration were available for review. Due to insufficient information, the reported problem could not be confirmed.